Event description:
I previously filed a report of look alike packaging with iodosorb and santyl. Now there is another product that is using similar packaging. There has not yet been an error to our knowledge but the potential for error is significant. Severity: circumstances or events have capacity to cause error. (B)(6).